Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event of a damaged balseal on the larger post of the trial. The (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instruments were broken. Didn't impact any case.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event of a damaged balseal on the larger post of the trial. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4). Recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.